Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that when the enteer balloon is in place (in the subintimal space) the wire can only exit the straight distal port. Impossible for the wire to exit any of the side ports. No patient injury is reported. Evaluation summary: the specimen presents several bends/kinks of varying degrees scattered over the length of the device with extensive scraped coating from 114.6 to 158.0cm from the distal tip. The specimen also presents dried blood-like matter on and within the coil wraps located 1.12 to 1.66mm from the distal tip. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. When tested for fit/function within the accompanying enteer balloon catheter, the distal tip of the specimen wire was passed through the true lumen and both side exits without issue.